Event description:
Boston scientific neurovascular became aware of an event in which the physician used the subject device and an excelsior sl-10 in an embolization procedure at the feeding artery near a tumor. In the procedure the distal end of the subject device broke off. No complications with the pt were reported to have occurred during this event.